Event description:
It was reported that the patient presented in clinic. The patient reported that they were shocked three times on (B)(6) 2021. Upon review, it was noted that the suspected ventricular fibrillation was sensed atrial fibrillation. There was an underlying intrinsic rate of 40bpm. The third shock converted the patient to sinus rate of 66bpm. The physician concluded that the right ventricular lead had dislodged. The patient was stable and high voltage therapy was turned off and lead output was decreased. The patient presented in for lead revision on (B)(6) 2021. During procedure, the lead helix was unable to extend after being retracted. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: h6 medical device problem code should have included 1438 - over-sensing.